Event description:
Customer allegedly obtained the following readings on two different meters within 10 minutes: 594 mg/dl (compact plus meter 1) and 245 mg/dl (compact plus meter 2). Customer obtained the reading of 594 mg/dl after eating a slice of cheese, and took 12 units of insulin based upon the reading. Customer then obtained the second reading. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips to return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).